Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
Healthcare professional reported that a patient was injected in the mid chin with 2 ml of juvéderm® volux¿ xc. 4-5 days later, patient experienced pain and one blister. Patient pressed on the blister and pus plus filler came out. Patient was prescribed ciprofloxacin.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the mid chin with 2 ml of juvéderm® volux¿ xc. 4-5 days later, patient experienced pain and one blister. Patient pressed on the blister and pus plus filler came out. Patient was prescribed ciprofloxacin.

Event description:
Healthcare professional reported that a patient was injected in the mid chin with 2 ml of juvéderm® volux¿ xc. 4-5 days later, patient experienced pain and one blister. Patient pressed on the blister and pus plus filler came out. Patient was prescribed ciprofloxacin.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.